Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The reported 'fails accuracy' problem was duplicated. During investigation test results of 7.48%, 5.12%, and 6.48% were all outside the published customer spec of +/-6.0%. According to the investigation, one instance of ec 44510 was recorded in the event log and this can be considered a transient event. According to the investigation, the reported problem was caused by pump expulsor being out of calibration. The pump expulsor will be replaced and calibrated. The problem source of the reported problem is unknown.

Event description:
It was reported that a smiths medical cadd solis pump had infused over 6% on pm / cassette error. No adverse patient effects were reported.